Event description:
It was reported that a surgery was extended by over 2 hours due to toggle issues with the instrument.

Manufacturer narrative:
A radiolucent drop, drill guide and (2) 4mm trocar drill sleeves were returned for evaluation. A visual inspection of the returned devices revealed the radiolucent drop and drill guide does not show obvious signs of damage. The tips of the trocar drill sleeves are damaged. The devices are intact and show signs of wear/use. A review of the manufacturing records did not reveal any manufacturing or material abnormalities that could have caused or contributed to the reported incident. An evaluation performed by our quality team noted the diameter of the through hole and length of the trocar drill sleeve, lot 07km23986 were found to be out of tolerance due to damage on the tip of the device. All additional devices are within drawing print specifications. A functional evaluation noted the radiolucent drop and drill guide functions as intended. The 4mm trocar drill sleeves, does not function as intended due to damage/wear on the tip of the devices. Our investigation did not determine a specific cause of the stated failure. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. This investigation could not verify or identify any evidence of product contribution to the reported problem. Based on this investigation, the need for corrective action is not indicated. We recommend that all re-usable instruments be routinely inspected for wear/damage and replaced as necessary. Should additional information be received, the complaint will be reopened.